Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was missing data despite being in use. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Customer declined to provide additional information regarding the reported issue. Customer reverted to manual injections for alternate insulin therapy.